Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, both atrial and ventricular leads were inadvertently implanted through the arterial vein while accessing the left ventricle. Both leads were removed to repair the vein. New leads were used to re-implant on (B)(6) 2019. The patient was stable. Related manufacturer reference number: 2938836-2019-14086.